Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 250 units. It was unknown how much insulin had been delivered since the cartridge was loaded. The customer reported blood glucose level was 111 mg/dl. Tandem technical support educated the customer on insulin gauge calculations of the pump.